Event description:
A baxter sales representative (bsr) reported that a patient died from an infection in the peritoneal cavity. No additional information provided. The following additional information was obtained by (B)(4): this is a spontaneous report from a consumer with supplemental information provided by a nurse in the (B)(6) of peritonitis, fatal sepsis, and fatal infection in the peritoneal cavity in a female patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing until the time of death. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient died due to infection in the peritoneal cavity (onset date not reported). On an unknown date, the patient was hospitalized for an unreported reason and experienced peritonitis. On an unknown date, the pd catheter was removed and the patient was on hemodialysis until the time of death. The cause of death was sepsis (onset date not reported) which was due to peritonitis. Treatment was not reported. Outcome: peritonitis - not reported. Sepsis- fatal. Autopsy- not performed. The nurse stated the events of sepsis and peritonitis were unrelated to dianeal therapy. Causality for infection in the peritoneal cavity was not reported.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. A batch review will be conducted for potentially associated lot numbers. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Product surveillance spoke to the nurse regarding the reported event. The cause of the peritonitis was unknown, but the nurse suspected it was related to touch contamination when the patient was in the hospital. The nurse could not confirm the patient developed sepsis. The patient had a "bad heart" and had previously been in a nursing home and was deteriorating. Cause of death was unknown. Death certificate was not available. This complaint was not confirmed. A batch review was conducted on the potentially associated lot numbers (h11f28047, h11i07086, h11j05089, h11j17035, h11g12049, h11j07085, h11g30066) and there were no exceptions noted during the manufacturing process. The root cause for the reported condition of peritonitis was undetermined. There was no device malfunction or use error identified.